Event description:
No additional event information received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI: (B)(4). Conclusion summary: on january 4, 2019, it was reported that the unit was not shaving. The customer returned a dermatome an device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated dermatome an serial number (B)(4) as documented in the repair reports in livelink. Product review of the dermatome an on january 14, 2019 revealed that the calibration was within specifications. The motor speed could not be measured as the motor did not run. Repair of the dermatome an was performed by zimmer biomet surgical on january 14, 2019 which included replacement of the motor, bearings, seal and retaining ring, o-ring and gears. Dermatome an, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the motor did not run. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the motor did not run. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
Dermatome an handpiece was not shaving. The event occurred during surgery, there was no harm or delay reported. No adverse events were reported as a result of this malfunction.